Event description:
(B)(6). Same case as: 2134265-2012-04469, 2134265-2012-04198 it is reported that during a coronary stenting treatment procedure, obstruction and stent impingement occurred. Lesion 1 was located in the bifurcated lesion located in the mid left anterior descending (lad). The lesion was 90% stenosed, 3.2mm in diameter and 23mm long. The lesion was treated with predilation and placement of a 2.5x28mm taxus liberte stent. Post dilation was performed with a 3.0x15mm apex balloon. Residual stenosis was 25%. Repeat angiography revealed worsening obstruction at the origin of the 1st diagonal branch from 70% pre-existing stenosis to 80-90% stenosis post stent deployment. The 2.7mm in diameter and 24mm long lesion was treated with predilation and placement of a 2.75x28mm taxus liberte stent. Residual stenosis was 0%. Repeat angiography revealed excellent results at the diagonal sites, but worsening stent impingement at the origin of the mid lad. This persisted despite intra-arterial nitroglycerin. Several attempts were made to pass the origin of the mid lad with a 2.5mm, 2.0x6mm, 3.0x15mm, 3.0x12mm apex balloons which was unsuccessful. "This was thought to be due to biasing of the guidewire through the stent struts at av in the strut and resistant to leading edge of the undeployed balloon." Further attempts were avoided as there was an acceptable angiographic result in all the treated sites.

Manufacturer narrative:
Device is a combination product. Patient identifier -(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).